Event description:
It was reported that this procedure took place in the operating room. The patient was injured, but it is unknown if intervention was required. The insertion site is unknown. A 15 minute delay in treatment was noted. A second attempt was made at insertion and was successful. The outcome of the patient is noted as "good."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.